Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was not fitting. The ratchet gear, bottom roll, gear and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: australia.

Event description:
It was reported that during an unknown time the device was in need of repair for an unknown reason. There was no note of patient harm or delay. During product evaluation, it was discovered that the ratchet handle was not fitting onto the mesher. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.